Manufacturer narrative:
Routine troubleshooting with beckman coulter (bec) customer technical support (hotline) appeared to resolve the issue and service was not initiated. In troubleshooting the issue, the customer identified a loose connection where the reagent probe tubing attaches to the top of reagent probe b and the line that goes from the t-valve to the a/b valve was loose at the connection to the t-valve. (B)(4).

Event description:
A customer reported to beckman coulter (bec) that their unicel dxc 600 pro synchron system generated bl abs low (blank absorbance low) errors for multiple enzyme chemistries, blood urea nitrogen (bun) and triglyceride (tg). Upon troubleshooting, with the assistance of bec technical support, the customer found liquid under reagent probe b; the source of the liquid was assigned to reagent probe b by technical support. The operator wore personal protective equipment consisting of gloves, eyewear and a lab coat. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.